Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the issue was resolved with surgery. In turn, there were no complications reported during the procedure. Patient is stable.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2019-11801. It was reported the patient has developed granuloma. As a result, the entire scs system was explanted on (B)(6) 2019.